Event description:
Customer reported high altitude alerts through an email. There was no adverse impact to the customer's blood glucose level. Customer declined a callback, and no further action was necessary.